Event description:
On november 10, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultrasoft lancing device had a broken cap. The medical affairs specialist (mas) mailed a letter to the patient on november 15, 2006, since she could not be reached by telephone on two separate days. For an unknown period of time, the patient was unable to test her blood glucose, because of the reported issue. At the time of concern, the patient had symptoms of numb fingertips and arms. Since the patient was unable to test her blood glucose, she visited her doctor for assistance on november 9, 2006. The patient obtained a blood glucose result "496 mg/dl in the doctor's office using an unidentified device. She was given insulin treatment. It would have been helpful to know the following: when the lancing device cap broke, when was the last time she was able to test with the reported meter, and what her last meter reading was. In addition, it would have been helpful to know when the symptoms developed, what her medication regimen is, and if she was following the regimen before and during the time of concern. The lancing device was replaced. This complaint is being reported due to the following conclusion: the patient could not test her blood glucose, due to the reported lancing device issue. The patient had symptoms, obtained a result of "496mg/dl" in the doctor's office treatment for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it.